Manufacturer narrative:
Device evaluation: the product remains implanted; therefore, it was not available for investigation. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of birth: unknown/ not provided. If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The intraocular lens (iol) was placed in the left eye at 180 degrees and was measured at a routine 1 day post-operative visit at 35 degrees with a difference of 145 degrees. It was reported that the vision in the left eye doesn't seem as good as in the right eye. The patient does not want repositioning and is ok with wearing glasses. No patient complications or related injuries. The outcome doesn't significantly interfere with activities of daily life. No additional information was provided to abbott medical optics.